Manufacturer narrative:
If add'l info becomes available, then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: 26mm 42 outer bipolar construct, cat # unk, lot # unk. Description: accolade c stem, 127 deg size 4 v40, cat # unk, lot # unk. Description: 26 inner diameter, 42 outer, with 40d 26mm taper -3 neck. Cat # unk, lot # unk. Description: smart set mv bone cement, cat# unk, lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that "pt can't stand for long periods of time, has leg spasms, stiffness, and groin pains. Daughter called to ask if her mother's implants were part of a recall."